Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device. Though still under investigation, varian has determined the a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Graticule placement in offline review does not match what is displayed at treatment. Customer unable to find clear documentation on what option should be selected and why in radiation oncology administration. Customer requested additional documentation on the algorithm utilized in each instance and the clinical significance. Graticule placement at treatment would not match centre pixel if the arm was extended and the gantry angle rotated. If arm was retracted and deployed at a gantry, the graticule would match centre pixel. Arm was calibrated in matched spec. Two different methods to place graticule were used - at treatment - centre pixel - recorded graticule but in offline review it was the calculated graticule. Customer requested documentation on each setting and the algorithm utilized to place the graticule. In offline review, customer was confused as to why, after manually correcting the imager position using the field edge match, the digital graticule would not be in the same position as the recorded isocentre (centre pixel). Documentation refered to older versions of software.